Event description:
In the past twelve months we have received a small number of reports (9 out of thousands shipped) involving this product group; on the development of cracking material. There have been no reports of injuries due to this condition. The events occurred during procedure set-up prior to pt use. Even though, we did not consider the individual complaints reportable, based on the several complaints we are filing this report.

Manufacturer narrative:
This report is being submitted due to a complaint; lids cracking on (dcu's) disposable collection units. The units involved were over two years old when cracking occurred. Dcu's are a disposable product; the expectation of these is to be consumed in much less than two years. The aging of this plastic (brittleness) can be accelerated if it is stored at high temperatures or exposed to u.v. Light. These units are disposable and should be replaced after use.